Event description:
Medtronic received info that the pt with this bioprosthetic aortic valve exhibited increased shortness of breath. Diagnostic testing demonstrated moderate aortic regurgitation. The device was explanted and replaced without reported.

Manufacturer narrative:
Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: to date, the product has not been returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that the product mfg specs when released for distribution. Conclusion: exact cause of the event cannot be determined at this time, as the product has not been returned for analysis. Return of the device is anticipated. Upon receipt, a thorough investigation will be completed, and a follow up report will be submitted. The device was explanted and replaced without reported pt complication.